Manufacturer narrative:
Although medical records were requested the MFR received only 23 pages of treatment sheets and lab results. Based on the 23 pages received it appears that on (B)(6) 2015, during a routine hemodialysis treatment after 15 minutes, the pt complained of dizziness and chest pain. The pts blood pressure was 79/41 down from 127/61 at the start of his treatment 400 cc of normal saline was given and the pt's blood was returned from the machine. He was placed on 3 liters of oxygen via nasal cannula. The pt's blood pressure returned to 149/55 and his treatment was resumed on another machine. The pt stated that he felt better and his chest pain resolved without further intervention. The pt was able to complete his scheduled treatment without any further complaints. Although the events of dizziness and chest pain during hemodialysis will be reported as a serious injury, it is unk if the 2008t hemodialysis machine caused or contributed to these events. There was a reported leak in one of the machine's hoses due to a clamp. The dialysis clinic manager reported that there were no pt adverse events related to the leak. The dialysate hose was replaced and the machine was placed back in service. Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility has reported that during treatment on (B)(6) 2015, the pt was receiving his routine hemodialysis treatment when after 15 minutes, the pt complained of feeling dizzy with chest pain. The pts blood pressure was 79/41 down from 127/61 at the start of his treatment 400 cc normal saline was given and the pt's blood was returned from the machine. The pt was placed on 3 liters of oxygen via nasal cannula. The pt's blood pressure returned to 149/55 and his treatment was resumed on another machine. The pt stated that he felt better and his chest pain resolved without further intervention. The pt was able to complete his scheduled treatment without any further complaints. The facility reported that the machine had a leak at the arterial line and that machine failed uf test. This machine was used on 3 different pts on the same day, each experiencing an issue during treatment. (The additional pt issues have been captured separately). Following the third issue the machine was pulled from service and a MFR field service technician evaluated the machine. The technician found the dialysate return line hose was severed at the hose clamp. Hose on the machine was replaced by facility technician and machine was returned to service.